Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off without user input at power up. The event happened at the emergency department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the customer reported 'turn off without input' which verified through a review of the event history log. Visual inspection found depressed battery contact pins as cause for the reported issue. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.